Event description:
It was reported that a patient presented to clinic for a lead revision. The left ventricular (lv) lead was found to be dislodged. The physician elected to explant and replace the lv lead. The patient was stable before, during, and after the procedure.